Manufacturer narrative:
Ni

Event description:
Report received indicated that the cannula would not retract during product preparation prior to use in-pt. There were no anomalies noted during product's visual inspection. The device was prepped following the instructions for use (IFU), however, it is uncertain if the catheter had a straight configuration during its preparation. The device was not use in the pt and procedure was finalized using another outback device. This product will be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.